Manufacturer narrative:
Block g4 (premarket / 510(k) #): k222503. Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during an upper gastrointestinal endoscopy with biopsy, polypectomy, and colonoscopy procedures performed on (B)(6) 2025. During the procedure, the clip was defective, and it did not fire. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.